Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to high capture thresholds. The cause of the high capture thresholds is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to high capture thresholds. The cause of the high capture thresholds is unknown. No additional adverse patient effects were reported. The lead was returned for analysis. Additional information was received that indicated that prior to the explant, the lead was repositioned. It was suspected that there was a micro-dislodgement. However, the lead's thresholds continued to rise. The cause of the high capture thresholds remains unknown. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to high capture thresholds. The cause of the high capture thresholds is unknown. No additional adverse patient effects were reported. The lead was returned for analysis. Additional information was received that indicated that prior to the explant, the lead was repositioned. It was suspected that there was a micro-dislodgement. However, the lead's thresholds continued to rise. The cause of the high capture thresholds remains unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.